Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up in clinic, device was found to be in eri status. Pre-mature battery depletion was noted. Device was explanted and replaced. Patient¿s condition was good.